Event description:
Device 3 of 5. Reference MFR. Report# 1627487-2019-05231. Reference MFR. Report# 1627487-2019-05232. Reference MFR. Report# 1627487-2019-05234. Reference MFR. Report# 1627487-2019-05235. Additional information obtained identified the patient underwent surgical intervention wherein the scs system was explanted.

Event description:
Reference MFR. Report# 1627487-2019-05231. Reference MFR. Report# 1627487-2019-05232. Reference MFR. Report# 1627487-2019-05234. Reference MFR. Report# 1627487-2019-05235.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 5; reference MFR. Report# 1627487-2019-05231, reference MFR. Report# 1627487-2019-05232, reference MFR. Report# 1627487-2019-05234, reference MFR. Report# 1627487-2019-05235. It was reported the patient experienced ineffective stimulation. In turn, surgical intervention may occur later to address the issue.